Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional info: (event site address line 2: (B)(6). , event site telephone: (B)(6). After the device was removed, the customer found that the pneumatic module had several tests that failed during the functional test, and the customer contacted to test the device. Based on the current description, it is suspected by a getinge field service engineer (fse) that there is a problem with the pneumatic module. The device has been informed that it is unusable and it is necessary to go to the site to check the functional status of the device. No repair has been done. Still, fse is waiting for the customer's reply; the customer is still reviewing it. So, the complaint will be closed, and if new information and/or devices are available, the file will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions, event site phone is: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was directly removed when red liquid appeared in the balloon catheter. After the device was removed, the customer found that the pneumatic module had several tests that failed during the functional test.